Event description:
Pt mentioned that a couple infusions ago, her 18 g needle split and then 2 months ago her 18 g needle was cracked when she was pulling up her medication for infusions. She did not save any packaging or items and had disposed of them after her infusions.